Event description:
During evaluation of a returned homechoice device, a high drain 104 (night drain #4) alarm was identified in the log. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The alarm occurred on (B)(6) 2013 16:57:52. This meets increased intra peritoneal volume (iipv) criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The high drain 104 (night drain #4) event was confirmed through an event history log review. The cause was undetermined as not enough evidence was available to make a determination. Should additional relevant information become available, a supplemental report will be submitted.